Event description:
On (B)(6) 2013, this pt underwent endovascular repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis featuring c3 deployment system. The trunk-ipsilateral leg component ((B)(4)) was positioned on the right through a gore dryseal sheath. The device was positioned and deployed at the level of the lowest renal artery. The contralateral leg was cannulated, and the ipsilateral limb was deployed. The contralateral leg component was then advanced and deployed. Post-deployment angiography revealed that the trunk-ipsilateral leg component had partially covered the right internal iliac artery. The physician believes that the introduction of the 18 fr introducer sheath into the tortuous iliac artery shortened the treatment length, resulting in the 18cm device being too long. The physician inflated a reliant occlusion balloon in the ipsilateral limb and applied forward pressure to the balloon catheter to try to move the device. At the end of the case, flow to the internal iliac artery was improved although the internal iliac artery was still partially covered.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.